Event description:
An archer guidewire was selected as an accessory product for a patient during the endovascular treatment of an endovascular aortic aneurysm. It was reported that the archer wire was removed from the packaging and the physician found that the wire was kinked. The wire was not used in the patient. The physician checked the remaining four wires in the box and found all were kinked. The physician opened another archer box and found all devices were kinked as well. The wires were returned in the two shelf carton within the sterile pouch. The product label on the cartons had catalog and lot numbers that matched the complaint. All wires are of the same lot number. All wires were in their respective sterile pouches. The pouches seal was intact. In one box, three of the wires had a minor bend at the proximal weld and two were considered acceptable. In the second box, two of five wires had a subtle bend at the proximal weld, while the other three considered were acceptable. The kink complaint is confirmed. The cause is possibly due to the double j forming process during manufacturing.

Manufacturer narrative:
(B)(4).